Event description:
(B)(4) study. It was reported that a repeat revascularization occurred. On an unspecified date, a taxus element paclitaxel-eluting stent was implanted in the mid right coronary artery (rca). In (B)(6) 2013, the patient underwent a repeat revascularization in the mid rca. No periprocedural myocardial infarctions were noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).